Event description:
The customer reported "haze/oil mist." Attempted to follow-up with the customer regarding potential physical complaints related to the reported "haze/oil mist" but the customer was not available. The asp field service engineer (fse) went to the facility and repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter element.